Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2mg/ml dilaudid at 0.0999mg/day via an implantable infusion pump for non-malignant pain. It was reported that there is weeping at an area of the incision. It was reported that the hcp will possibly revise the pump pocket and clean it out, but if they determine there was an infection the existing pump may have to be explanted and a new pump moved to a different location. The hcp reported there is 4ml left in the pump. No further complications were anticipated/reported.